Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/20/2017 with the following findings: on examination, there was evidence of moisture behind the display lens; the alleged ¿bubbles¿ were not visualized. The display screen remained blank when the pump was powered on. Moisture was found throughout the interior of the pump; leak testing confirmed moisture ingress through a tear in the audio bolus button cover and a crack in the pump case. Audio bolus button testing failed due to moisture damage; moisture on the button contact.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (display issue) issue. It was reported that there were "bubbles" inside the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.